Event description:
A hospital form was received indicated that the patient's generator was explanted due to infection on (B)(6) 2012. The patient had undergone generator replacement on (B)(6) 2012. The generator has not been received by manufacturer for analysis to date; however, attempts for product return are underway. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the device was discarded by the explanting facility and will not be returned to device manufacturer for analysis.

Event description:
Further follow-up revealed that the physician indicated that the infection was related to wound breakdown after generator replacement. The physician indicated that it is unknown whether patient manipulation or trauma occurred that caused or contributed to the infection. The infection was located at the infection site. Cultures were taken and showed (B)(6).

Manufacturer narrative:
New information changes the date initially reported in initial report.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterlization for the generator prior to distribution.